Event description:
A patient presented with severe eye pain associated with wear of focus night & day lenses and was diagnosed with a round, peripheral ulcer which appeared to be infected. There was staining over the infiltrate; no anterior chamber reaction. Was revered to a local hospital for culturing for suspected microbial keratitis. The practitioner states that there were no known factors which pre-disposed this patient to having an mk event. Requests have been made for additional information, but no further information is available at the time of this report.